Event description:
Information received indicates the head section is drifting down.

Manufacturer narrative:
The technician, after attempting to adjust the CPR cable tension, replaced the head drive actuator to repair the bed.